Event description:
The dealer states the back of the seat will not stay in an upright position with any weight on it. The dealer spoke with our technician and the part needed to fix the problem is not sold individually so complete seat needs to be replaced. The dealer is faxing a proof of purchase for july, 2014.